Event description:
It was reported that a spectrum iq pump did not deliver the medication for a hospice patient during dilaudid treatment. The bag was still full after running for over 24 hours. The pump was replaced to continue treatment and the new pump was noted to be infusing. This occurred in the patient's room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4). For this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not returned. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.